Event description:
Patient was hospitalized, on the ventilator for treatment of viral meningitis. When the nurse and family member turned the patient, water from the ventilator circuit "rainout" rolled down the patient's et, endotracheal, tube, causing a severe bronchospasm and respiratory distress. The ventilator was checked out immediately and no problems were found with the equipment.